Event description:
This rv lead was implanted on (B)(6) 2015 and remains implanted as of this time. A call was placed to technical services on (B)(6) 2017 stating that there was a jumpy impedance because impedance was pretty stable in the middle 400's ohms then went to 616 phms in middle of august and back down then went to greater than 2000 phms. Patient went to emergency room due to dizziness and note hig impedance. Patient was scheduled for lead revision. The following physician was dr. (B)(6) at (B)(6) hospital, at norfolk, va. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).